Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the guidewire allegedly stuck in the bevel of the puncture needle without being able to remove it, after puncture of the vein. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire loaded onto an introducer needle was returned for evaluation and one photo was provided for review. Visual, microscopic, functional and dimensional evaluations were performed on the returned device. Uncoiling was noted throughout the guidewire. A complete break of the flat core wire was noted at the distal end and the core wire was noted to be protruding the uncoiled portion of the guidewire. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful after resistance was felt. The guidewire did not move when it was pushed and pulled out from the introducer needle. The photo also shows a stretched guidewire. Therefore, the investigation is confirmed for the reported guidewire stuck in the bevel of the puncture needle without being able to remove it and insertion difficulty and the identified core wire complete break, protrusion and stretched issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly stuck in the bevel of the puncture needle without being able to remove it, after puncture of the vein. The procedure was completed using another device. There was no reported patient injury.